Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level (bg) rose to 340 mg/dl. The pod was reportedly leaking while worn for between 5 and 24 hours. The pod was coming loose from the infusion site (leg), causing the cannula to dislodge.

Manufacturer narrative:
The needle mechanism was inspected, however no issues were observed. Investigation found no defects or manufacturing deficiencies that would contribute to a dislodging of the cannula. No damages were found with the cannula assembly that would result in leaking during wear. A leak test was performed, and no leakages were observed along the entire fluid path. The exposed portion of the soft cannula was observed to be flattened, however fluid was still able to exit the entire fluid path as intended. The cause and timing of this damage could not be determined. The downloaded data showed no abnormalities during operation and the device was deactivated after 875 pulses. No other damages or defects were observed during the investigation.